Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as blistering and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the blisters. Follow up indicated that the blisters improved.